Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a procedure on (B)(6),2021, to remove a locking compression plate (lcp) df plate. During the surgery, the surgeon tried to remove the locking screw by using a screwdriver shaft included in lcl-8, but it was stripped. Then, the surgeon tried to remove the locking screw by using the extraction screw, but the extraction screw broke and became stuck in the screwhead. The surgeon shaved the extraction screw by using a carbide drill and removed the plate. The locking screw shaft remained in the patient¿s body. The surgeon also tried to remove the metal powder generated during excavation but could not remove it completely. The surgery was completed successfully with a thirty minute delay. Patient was stable. This report is for an unknown screwdriver shaft. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screwdriver shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.